Manufacturer narrative:
Report inconclusive. The device has been returned and is still pending their evaluation results. This dm0010faa easydrill cranial perforator with lot number 218/18 was manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device did not stop and it tore the dura. No action was taken and they continued the case. On follow up, it was confirmed that there was no critical patient impact and that there were no additional actions/intervention used to complete the surgery.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. No other anomalies were identified. This dm0010faa easy drill cranial perforator with lot number 218/18 was manufactured by micromar. Device history record was reviewed by micromar and per their report, all the processes were executed according to what was planned and validated. There were no observations or nonconformities during the manufacturing process was reviewed. If information is provided in the future, a supplemental report will be issued.